Event description:
It was reported that a lead impedance warning was triggered due to high impedances on the right ventricular (rv) lead. A lead fracture was suspected. It was further reported that the rv lead exhibited intermittent capture/unstable thresholds. Insulation damage was also noted, leading the physician to suspect possible clavicular crush. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.  Product event summary: the full lead was returned in segments, analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo. The rv (right ventricular) defibrillation coil became extrinsically fractured due to a cut. (B)(4).